Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working anymore. The customer blood glucose level was 160 mg/dl. Customer stated prior to calling customer said that there was a crack at the back of the insulin pump near the battery compartment. Customer stated no physical damage to the reservoir lip ring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.